Event description:
The customer reported the system displayed generator and communication failure error messages which caused the system to lock up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors and circuit boards were reseated, the power plug components were retightened and the system software was reloaded. The system was then found to be operating as intended.